Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cleo 90 infusion set provided an occlusion alarm code for two hours during use. The patient was instructed to troubleshoot the device by disconnecting the tubing from its site and priming the tube. The patient did not want to troubleshoot the issue; her blood glucose was 273 mg/dl during the event. She switched to manual daily injections and was advised to wear the pump in a case to prevent temperature differentials. According to a follow-up email received from the patient; she advised that her blood glucose returned to normal range after the incident. No permanent adverse effects to patient reported.